Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had inadvertently forgotten to put the pump back on after a shower. The customer was hospitalized for diabetic ketoacidosis (dka). The customer did not provide further information.